Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pseudomonas driveline infection that turned into recurrent bacteremia with presumed seeded pump. The patient becomes bacteremic every time intravenous (IV) antibiotics are pulled and he is put on oral suppression. The patient is not currently a transplant candidate due to lack of support and frailty, but a device exchange is planned for (B)(6) 2020. The patient underwent the pump exchange due to pump infection on (B)(6) 2020.

Manufacturer narrative:
Section b3, d7, h4: correction. Section b5: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. The patient was given intravenous antibiotics, peripherally inserted central catheter line exchanges, implantable cardioverter-defibrillator was removed and a transthoracic echocardiogram was administered. Patient was on oral ciprofloxacin which failed. Patient was also administered intravenous (IV) vancomycin, meropenem and zosyn. The patient underwent pump exchange with fatigue and hypotension as he had failed all other measures.